Event description:
I am writing to report ongoing and serious issues with the dexcom g7 continuous glucose monitoring (cgm) system. Within a 24-hour period, I experienced two separate sensor failures. Additionally, I had another failure in (B)(6) 2025, bringing the total to three sensor failures within two months. These failures directly impact the functionality of my tandem mobi insulin pump, which relies on dexcom g7 sensor data to operate control-iq. When a sensor fails, the pump exits control-iq mode, disabling its ability to automatically adjust insulin delivery. This puts me at risk for dangerous blood glucose fluctuations, as the system is no longer able to prevent highs or lows. Furthermore, during sensor failure, I lose access to real-time blood glucose data altogether. This is a recurring and potentially hazardous issue. I would like to understand what actions dexcom is taking to address these failures and ensure the reliability of this medical device. Thank you for your attention to this matter. I am happy to provide additional details if needed. I would like a call back from an FDA representative. No one from the dexcom team is able to tell me what is being done to resolve the issue. Reference report #mw5170690, #mw5170691.